Event description:
Pump declared a cartridge change error, leading to complications with the loading process. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to remove cartridge and inspect o-ring, followed by cleaning the pneumatic tap area using an alcohol wipe or lint-free cloth. Despite following instructions, error persisted after attempting to load a second new cartridge with proper technique, prompting technical support to replace pump. Customer planned to use multiple daily injections as backup therapy and was informed to return faulty pump within 10 days using pre-paid shipping label after placing it in storage mode.